Event description:
Customer claims that when attempting to put unit into high level positon after unloading with pt on board, the unit folded and tipped over. "The pt did sustain add'l injuries to his right side as a result of the incident. Abrasions were obvious, but x-ray results have not been forwarded yet."